Event description:
On (B)(6) 2013, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The patient presented with new neurological symptoms at the three week post-op doctor's visit. She had a foot drop and after a post-op CT, the surgeon found that the most superior implant had breached the ala and was impinging on a nerve root. On (B)(6) 2013, the surgeon performed a revision surgery where he removed the most superior implant that was impinging on the nerve. The patient's leg drop neuropathy resolved following the revision surgery.

Manufacturer narrative:
This previously unreported revision case was investigated after it was discovered during a database review on (B)(4) 2013. Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: p/n 7035-90, lot# 7914003181006, manufactured 01/12/12, expires 2015-02. P/n 7045-90, lot# 8047003363008, manufactured 04/21/12, expires 2015-07. P/n 7045-90, lot# 8028003323004, manufactured 03/13/12, expires 2015-05.